Event description:
The customer reported that shortly after monitoring was initiated on the patient, the patient's heart rate dropped and the unit did not audibly alarm. No patient injury was reported.